Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received and the top case was cracked by the front right bottom corner and the battery door. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. An error history log reviews revealed primary audible alarm during power on self test as well as an acu watchdog as a sympathy alarm. To further investigate the reported issue, a power up, performed infusion and an occlusion test were performed. The issue could not be duplicated. The cause could not be determined as the j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.